Manufacturer narrative:
A conclusive root cause could not be determined for the dislodged and damaged stent. Evaluation summary: quality assurance analysis revealed that the sds was returned without blood visible. There was contrast visible in the guide wire lumen. The stent implant was returned off of the sds. There were crimp marks on the balloon and between the markers. The balloon was tightly folded. The first proximal 11 rows of struts were smashed. The first distal 11 rows of struts were stretched. There was no other damage noted to the stent implant. There was a kink in the inner and outer member, 3.7 cm distal to the guide wire exit notch. There was no other damge noted to the sds. The used protective sheath was not returned. The outer diameter measurements could not be taken due to the stent implant being damaged. Product performance engineering reviewed the incident information and analysis of the returned sds. It was reported that the stent implant was dislodged and smashed upon the opening of the package. Analysis of the sds confirmed the smashed and dislodged stent. However, crimp marks were noted on balloon and between the markers, suggesting that the stent implant was originally positioned correctly and securely at the time of manufacture. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. Although the balloon was still tightly folded, the presence of contrast in the guide wire lumen suggests that the sds had been prepared for use. It is possible that positive pressure may have inadvertently been applied to the system during prep, causing the stent to slightly expand, leading to the stent dislodgement. In addition, the proximal half of the stent was smashed and the distal end of the stent was stretched. It is unlikely that this extreme damage to the stent occurred during manufacturing, as each sds is 100% inspected on line during the manufacturing process. The protective sheath was not returned, which may have aided in the investigation. A conclusive root cause cannot be determined in this case, however, there does not appear to be a product quality issue. A review of the finished device lot history record (lhr) did not reveal any non-conformity with this product lot. This MDR is considered closed yb the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the stent delivery system (sds) package was opened, it was observed that the stent was dislodged and was smashed. This sds was not used on the patient. Another vision sds was used without consequences. No additional event or patient information is available.